Event description:
It was reported to philips that the device co2 module cannot be calibrated, the ambient pressure cannot be adjusted. There was no reported patient involvement/adverse patient impact.